Manufacturer narrative:
(B)(4) other (partial deployment). Although the suspect device has been received, the evaluation has not been completed; therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure on a (B)(6) male patient. According to the complainant, while deploying the stent, the deployment suture broke. It is unclear how much of the stent was deployed. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.